Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized on the same day as onset of the event and was treated with vancomycin (dose, route and frequency not reported). The patient was discharged thirty two days after hospitalization and was recovering. The patient was not retrained on aseptic technique. It was reported that seventeen days into recovery, the patient experienced a relapsing peritonitis event manifested by abdominal pain. The cause of the relapsing event was unknown. The patient was hospitalized for ten days and was treated with vancomycin and rocephin (intravenously, frequency and dose not reported). The patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient had recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.